Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: a trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer. However, no reference numbers were received in order to check whether the correct sizes were combined. Review of incoming information: it was reported in a journal article that the patient had a proximal femur fissure during implantation. No other documents were provided. Devices analysis: devices analysis could not be performed as the product was not returned for investigation. Possible causes for the reported event according to sap dfmea: migration of stem short and long term, splitting of femur, improper initial setting of the impant -> due to rasp design doesn't correspond to the stem design (functionality); aseptic loosening, migration of stem short and long term due to wrong handling of the stem, splitting of femur -> due to surgeon does not comply to surgical technique; migration of stem short and long term, splitting of femur -> due to surgeon chooses wrong indications; migration/subsidence of stem short and long term, splitting of femur -> due to wrong size implanted (wrong size chosen). Comparison to investigation results whether it is possible and justification: a) not possible -> according to the complaint summary an adverse trend due to inadequate design would have been detected; possible -> no x-rays surgical notes received; possible -> no x-rays surgical notes and patient data received; possible -> no product reference number available. Therefore, the size of the implant is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a medical journal article that the patient was implanted a cls stem (exact catalogue number unknown) between 1999 and 2001 and that a proximal femure fissure occurred during implantation. Note: since the exact implantation date is unknown, the awareness date was taken as occurrence date. (Journal article: m.r. Streit et al.: 10-year results of the uncemented allofit press-fit cup in young patients, in: acta orthopaedica (2014) 85:4, 368-374)